Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. In 2004, leaking was noticed below the hub. The complaint was originally reported as leaking proximal to the suture wing. The engineering eval revealed there was a burst distal to the suture wing. The PICC line was replaced.